Manufacturer narrative:
It was clarified that it was the facility that suffered a power outage, not the mr device and that the patient fell on the floor during the loss of power. The customer did not know how the patient fell, whether the patient fell of the table or fell after the patient came off the table. . The customer was unwilling to answer any questions regarding injuries to the patient or any treatment provided, however it was reported that the patient fully recovered. As it is unclear what the extent of the patients injuries were and what if any medical intervention was required, it was decided to report this incident. No further investigation is required as the mr device did not contribute in this incident.

Event description:
Philips received a report that during a power outage in the hospital a patient fell of the table of the MRI device. The patient sustained injuries that required intervention. Even though there is no involvement of the MRI device, this incident is reported out of an abundance of caution.